Event description:
The customer reported, there is no video output to monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and reseated x4 connector. System operates as intended. (B) (4).